Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported for the last month they have been having issues charging their implantable neurostimulator (ins). Patient stated they have been lucky to get the ins to take a charge and the other it just completely quit charging. Patient noted their implant is empty and, as a result, they are in so much pain and their back hurts so bad that they can't even form a thought. Patient described seeing call mdt message but were unsure of details and noted they had blown air into controller port to clear any dust or debris. Patient also mentioned they would get to like 80% and the controller would kick them out, but agent was unable to clarify that statement. Agent had patient connect the recharger; patient reported no device found. After tapping recharge, screen displayed passive recharge mode with 5-5-6. Shortly thereafter, patient reported the middle number increased to 100; patient noted they had not moved the paddle. Patient reported no visible damage to the recharger, controller port, battery compartment, or battery pack and denied any rattling noise inside the controller. Patient reset the controller and reported language and setup for implant screen. After selecting device, no device found again displayed. Patient confirmed recharger was over the implant and tapped recharge; prm appeared with 0-0-2. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger. Patient mentioned they have a stress test tomorrow and a colonoscopy on wednesday. Pt called back stating the paddle got warm while charging. Agent reviewed the paddle is what is being sent. Pt thought it was a controller. Pt states hes been without the stim and is hurting now. Agent advised equipment will be there tomorrow.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed electrical failure, no device found message, no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.